Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's atrial arrhythmia is falling into the right atrial (ra) lead blanking period causing the ra lead to attempt to pace and restarting atrial arrhythmia detection which causes arrhythmia counters to be inaccurate along with duration of atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.